Event description:
In 02/2004, the patient was implanted with a vented electrtic left ventricular assist device (lvad). In 2004 the manufacturer recieved a call from the clinical engineer reporting that while the patient was resting in bed after being given lasix patient became incontinent. The lvad system controller alarmed "rate control fault" and began runnning at 40bpm in basal mode. The clinical engineer was paged and advised the nurse to change the vent filter and then change out the system controller, but the alarm still continued. The patient was then hand pumped and placed on pnuematic back up usinga stroke volume limiter(svi) and drive console. It was then determined that urine had prpbably been aspirated into the vent line. After approximately 12 hours the hospital tried to restart the pump yet still received rate control fault alarms with the pump still running in basal root mode. The manufacturer advised the clinical engineer to keep the patient on the svl for 24-48 hours to allow the pump to dry out further. Two days later, the manufacturer received a call from the clinical engineer stating that they had just tried electrical actuation again yet the pump was still in basal mode. The clinical engineer asked if there was anyway to irrigate the vent line since it appeared that the line was dry now, but it is probably the salts from the urine causing the problem. It was advised not to irrigate the vent line. The patient received a heart transplant about two weeks later.